Event description:
Customer reportedly obtained results of 311 mg/dl, 126mg/dl, 71mg/dl and 107mg/dl on the advantage sys within 10 mins. Customer ate peanut butter in response to symptoms and results. No adverse event reported. Requested return of suspect sys and replacement was sent.